Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer and health care provider (hcp) via a manufacturer representative reported that the patient was no longer seeing symptom relief. The ins and lead were still both implanted in the patient. The patient had urgency frequency and was voiding every hour and after the evaluation was going every 3 hours. The patient had been changing programs since they got their programmer trying to maximize efficacy, although they were given clear expectations. The manufacturer representative spoke to the patient on (B)(6) 2015 about setting up a time to meet with the hcp and them to do an impedance check as well as discussing uploading new programs. The patient was supposed to come on (B)(6) 2015 and was a no show. The hcp was working on rescheduling the patient.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0yk9m, implanted: (B)(6) 2015, product type lead; product ID neu_pt m_prog, serial # unknown, product type programmer, patient. (B)(4).

Event description:
The patient reported that they felt stimulation in the wrong location. The patient felt stimulation in the ¿right buttock not the perineum ¿; the patient had not felt stimulation in the perineum since implant. The patient had also not had therapy benefit since implant since implant. The implantable neurostimulator (ins) status was confirmed with the patient programmer and the therapy was on. The patient reported that she saw the healthcare professional on (B)(6) and they thought ¿the leads came off¿ and recommended to change programs. The patient was recommended to have the hcp check lead wire position and impedance test to verify lead function. The patient also stated that she was diagnosed with ic. The patient was still going to the bathroom a lot. The patient also reported that the company representative informed her that program 2 ¿was not working¿ and recommended the patient to try program 1. The patient also reported a poor communication screen on the programmer. The patient was recently implanted or had/revision surgery and there were no bandages or swelling present. The patient confirmed that the antenna was secured and sync with ins and this resolved the reported issue. There was intermittent connection with antenna. The antenna was unplugged and the programmer was placed directly over the ins, on skin, sync and there was still intermittent connection without the antenna. The event occurred during use and the indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome or intervention regarding the event reported. Further follow- up is being conducted to obtain information. If additional information is received, a follow- up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient had 50 percent efficacy, but it was not as good as it was during the trial and the patient thought the therapy could be better. The patient was a personal care assistant (pca) and performed patient transfers and wheelchair lifts and transfers. The patient had tried changing programs, increasing stimulation, and had been reprogrammed several times. It got better for a while and then went back to how it was, but the patient agreed they were still at a 50 percent reduction. The patient had ic and their symptoms were a result of that condition flaring up. The health care provider (hcp) was going to revise the patient¿s lead to see if the patient would be happier, but the manufacturer representative told them that the patient had a 50 percent reduction in symptoms so it was not needed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the patient had pressed the wrong button previously, the ins off button, so they turned the ins back on after the buttons and icons were removed. The patient had possible lead movement. The patient would be seeing their health care provider (hcp) in a few days to assess further.